Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device did not turn was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the foot end tip was drilled out. It was determined that the cause of the reported condition of ¿foot end tip was drilled out", was too much lateral force be applied causing the cutter to come into contact with the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that craniotome device would not spin. During service and evaluation, it was observed that the foot end tip was drilled out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.